Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of not enough angulation was confirmed. Due to wear of angle wire, bending angle in up, down, left, and right directions did not meet the standard value. The allegation of connecting tube buckling was confirmed. In addition to evaluation in b5, because suction cylinder was shaved, suction volume did not meet the standard value. Due to deformation of electrical connector, endoscope cable could not be connected securely. Due to damage on charge coupled device unit, the image had shadows. Due to clogging of nozzle, water removal ability did not meet the standard value. The nozzle was shaved. The plastic distal end cover was shaved. The adhesive on the bending section cover was detached. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, the play of right/left knob was out of the standard value. The grip had a dent. The control unit had a scratch. The switch button 1 had a scratch. The suction cylinder was shaved. The universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer (fse) reported on behalf of a customer, during a routine inspection, the colonovideoscope angulation was not enough, and the insertion tube was wrinkled. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the bending section cover and connecting tube had foreign objects due to insufficient cleaning. The fse stated the device was reprocessed at the customer site prior to sending it to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 3: cleaning, disinfection and sterilization procedures. The investigation could not determine the cause of the foreign material remaining in the device. The root cause of the foreign material could not be identified with the available information. Olympus will continue to monitor field performance for this device.